Event description:
Healthcare professional through regulatory agency reported "rupture". Later healthcare professional reported "capsule stage 1". Later healthcare professional reported "rib hypermetabolism in relation to the fracture of the prosthesis". This record is for the right side. The device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of others-varied injuries is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I, others-varied injuries.